Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker changeout and lead revision procedure. It was noted that the right ventricular lead was exhibiting low impedance trends and noise prior to surgery. The physician capped and replaced the lead during the same surgery on (B)(6) 2021. The patient was in stable condition.